Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, there was a constant e-0x303: arc detect failure and 309 treatment error messages displayed after pulse number two. A new cable and catheter were tried but the issue was not resolved. The procedure was canceled after the patient was sedated. Replacing the catheters didn't resolve the issue due to the farastar dyeing. No patient complications were reported. The device isn't expected to return for laboratory analysis.